Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 32.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.5-12.6cm from the distal tip. Internal insulation abrasion was noted at 12.5-13.5cm, 14.3-14.4cm, 14.6-15.5cm, 16.2-16.7cm, and 29.4-29.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.